Event description:
It was reported that the needle on the customer's reservoir was bent and he had to get air bubbles out, prior to priming the tubing. Customer stated he was able to use a difference transfer guard to connect to reservoir and insulin vial to get the air bubbles out. Customer's blood glucose was 202 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
One opened and used reservoir was evaluated and the transfer guard needle was found off center. Only the transfer guard was returned and no stopper plunger, plunger, or barrel was returned.